Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: dtbb2d1 implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported the lead exhibited a doubling of the threshold. It was noted the threshold had increased sharply and experienced poor sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.